Event description:
Boston scientific received information that this patient had experienced a syncopal episode while driving which resulted in a car crash. The caller stated that sudden brady response (sbr) is programmed on and was inquiring if it will work for a pacing pause after loss of capture is observed.

Manufacturer narrative:
A boston scientific technical services consultant informed the caller that the sbr feature only works for decreases in the patient's intrinsic rate. The consultant discussed sbr programming for this patient. The caller stated that this patient's leads look good and the device checks out fine. The cause of the syncopal episode is unknown. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.